Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarms noted. However, the insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The motor passed motor test. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.